Event description:
The customer reported that the system displayed errors with the collimator. No pt injury was reported.

Manufacturer narrative:
(B)(4). The system was repaired, found to be operating as intended, and relates to the customer for use.